Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -11 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Intraoperatively the lens was removed due to the lens was torn. It was noted the lens was damaged during loading; after opening the vial; but don't really know when the lens broke. It was noted an addition of new pi was additionally performed. A replacement lens was implanted at a later date and the problem resolved. The cause of the event was reported as unknown.